Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens got stuck in the wound and the lens was pulled out. On inspecting the lens, it was found that there was a crack central in the lens. There was no patient harm.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is pressed against and between three posts in the lens case. A crack is observed in the center of the optic. A scratch is observed in the center of the optic on the posterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates a viscoelastic that was used. Without the cartridge and handpiece information, we are unable to say a qualified combination was used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).